Event description:
A surgeon reported several patients that presented post-operatively with induced cylinder. Patient records were provided and upon investigation it was determined that none of the patients demonstrated clinically significant induced cylinder. During review of the patient records, one patient was identified with a 2-line loss of bcva in the left eye six weeks postoperatively following prk.